Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-74 serial number: (B)(6). Batch/lot number: 7076375 model/catalog description: avista MRI perc lead kit 74 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4319 batch/lot number: 31735110 model/catalog description: clik x MRI anchor unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1432 (sn 220076) serial number: (B)(6). Batch/lot number: 220076 model/catalog description: wavewriter alpha prime 32 ipg kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) leads were protruding through the scar tissue at the anchor site and were exposed on one of the incisions. The whole system was compromised, however, it was believed that the issue was not device or procedure related as it was elaborated that the patient was not in the best of personal health. The patient had an unrelated medical emergency wherein the scs was removed. The patient was doing well postoperatively, and the explanted device components were discarded by the medical facility.